Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient underwent a procedure under sedation on (B)(6) 2016, to remove the abutment due to skin overgrowth and infection at the implant site. During the procedure, granulation tissue was excised and debridement was performed. Prior to the procedure, the patient was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.